Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal matter.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly "MRI" was done which demonstrates evidence of a particle disease and probable alval. He also has developed tendon tear and atrophy of his musculature. We aspirated his hip and it had cobalt in it. Additionally he has had a blood level of cobalt drawn and is 9.3. It is further alleged the patient underwent revision surgery on (B)(6) 2015 with a post operative diagnosis of failed left total hip replacement secondary to corrosion and trunnionosis with associated aseptic lymphocytic-dominated vasculitis-associated lesion and a grade 2-3 abductor tear of the left hip.

Manufacturer narrative:
An event regarding altr involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as clinical and past medical history, and serial x-rays, pathology reports, and examination of explanted components are needed to complete the investigation for determining root cause. If additional information and/or device become available the investigation will be reopened.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly "MRI" was done which demonstrates evidence of a particle disease and probable alval. He also has developed tendon tear and atrophy of his musculature. We aspirated his hip and it had cobalt in it. Additionally he has had a blood level of cobalt drawn and is 9.3." It is further alleged the patient underwent revision surgery on (B)(6) 2015 with a post operative diagnosis of 'failed left total hip replacement secondary to corrosion and trunnionosis with associated aseptic lymphocytic-dominated vasculitis-associated lesion and a grade 2-3 abductor tear of the left hip.